Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lavd). It was reported by the vad coordinator that the pt's pump speed had been increased to compensate for the flow of suspected kinks in the inflow and outflow cannulae. Due to the suspected kinks in the cannulae, the pt was put on the a1 transplant list and was transplanted.